Event description:
End user called to complain that the device did not test the calibration strip. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.